Event description:
This ra lead was implanted on (B)(6) 2008 and was capped on (B)(6) 2016 due to noise with oversensing but no pacing inhibition was noted. The physician was dr. (B)(6) at (B)(6) hospital in (B)(6) . No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).